Event description:
A malfunction was reported with malfunction code 12, but no events occurred prior to the issue. There was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to contact support if the issue reappears.